Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment for the event was not reported. The cause of peritonitis was not reported. The outcome from this event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.